Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, accuracy testing, and a review of labeling. The customer observed a falsely elevated patient result while using architect stat troponin-I, list 2k41-27, lot 88621un14. A review of complaints did not identify an increase in complaint activity related to falsely elevated patient results for lot 88621un14. Accuracy testing was completed using retained kits of reagent lot 88621un14. A deficiency was not identified as panel testing shows that lot 88621un14 is performing per specification. There is not enough information to reasonably suggest a malfunction. Two retests of the original sample produced negative results. Per the complaint text, review of the instrument logs identified multiple aspiration errors, indicating a possible sample integrity/handling issue. Additionally, labeling was reviewed and the architect operations manual and the architect stat troponin-I package insert both provide examples of situations that may cause erroneous results. Based on this investigation it was determined that architect stat troponin-I, list 2k41-27, lot 88621un14 is performing acceptably. Correction to section d. Suspect medical device 4. Catalog# from the incorrect 02k41-28 to the correct 02k41-27.

Event description:
The customer stated that the architect analyzer generated a falsely elevated troponin result on one patient sample. The results provided were: 0.521ng/ml / repeated in duplicate = <0.010ng/ml. The customer's diagnostic cutoff is 0.290ng/ml. There was no reported impact to patient management. There was no additional patient information provided.